Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The physician believed that the cuff was oversized during the initial procedure. As a result, the cuff was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The physician believed that the cuff was oversized during the initial procedure. As a result, the cuff was explanted and replaced. No further patient complications reported.